Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Continued bleeding following device deployment may be due to a number of factors including, but not limited to: user technique, operational context, anatomical condition, or a manufacturing anomaly. To help ensure that all products perform according to specification they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. As for other factors, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. The lot number was not identified; therefore, the lot history record was not reviewed and a query of the complaint-handling database was not performed. Based on the information available and manufacturing inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a heavily calcified common femoral artery (cfa) after an interventional procedure using a proglide device. Reportedly, a cuff miss occurred and the device was removed from the patient's anatomy. A second proglide device was attempted,after completing device deployment bleeding was still observed. Manual arterial compression was applied for 10 minutes to achieve hemostasis. The facility reporter was unable to determine if the bleeding was arterial or tissue tract seeping. The access site was also described as calcified, but it was not indicated the degree of calcification. The patient did not experience any adverse effect. The physician is trained in the use of the proglide device. A 6fr sheath was used with the closure device. Though requested, no additional information was provided.